Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. The cause of the adjust belt alarms was due to the dome wire broken from the pca board in ECG d. The root cause of the broken dome wire cannot be positively identified. The damaged ECG would not allow signal on either the front-back or side-side channel. Once the ECG d dome was replaced, the belt was fully functional. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.

Event description:
The wife of a (B)(6) male patient contacted zoll lifecor customer support to report that the patient received a "bonging" alarm. A review of the patient's download revealed noise on the front-back channel. The patient's electrode belt was replaced.